Event description:
Pt uses wheeled walker as a transport device. A front caster assembly has come loose and separates from the frame. There was no fall or injury to the pt. Since the walker caster separation has occurred over time, the date of the event is the date the pt reported this failure to the dealer.